Manufacturer narrative:
Additional information: imdrf annex a, b,c,d,g grids, omit: a0902 - display or visual feedback problem (1184), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g05005 - led (light emitting diode).

Event description:
It was reported that an 8015 pcu was affected by iui/platen/battery/dim segment- dom 2020 recall. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by iui/platen/battery/dim segment- (B)(4)recall. There was no reported patient involvement.